Manufacturer narrative:
Device has not been returned at this time for eval.

Event description:
Customer reported that three kits had fallen apart inside the barrel. It reportedly appeared to have a loose spring around the plunger.